Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. No pt involvement reported. Covidien troubleshot this issue with the customer and suggested to run the ventilator on a test lung. The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing.